Event description:
It was reported that the bd nexiva 18ga catheter experienced leakage. The following information was provided by the initial reporter: the complaint is the product is leaking.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 1119516 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva 18ga catheter experienced leakage. The following information was provided by the initial reporter: the complaint is the product is leaking.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample or valid material/ batch number were provided. A device history review could not be completed as no batch number was provided.